Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material was found inside the air/water tube (a/w-tube), air/water cylinder (a/w-cylinder), and jet tube (j-tube). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: there were scratches on the flexibility adjustment ring, grip, switch box, right/left knob, upward/downward knob, scope connector cover (sc cover) unit, and the forceps channel port; the air/water cylinder and suction cylinder (s-cylinder) had no color; the water tightness was lost, due to a crack on plug unit; the circuit board unit in suction connector (s-connector) had corrosion due to water leakage; the scope connector case unit (sc-case unit), cable unit, and micro connector unit in s-connector had corrosion, due to water leakage; the light guide (lg) lens was cracked; the bending tube was deformed; the connecting tube was snaking; and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from plug unit leading to the malfunction. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.